Event description:
Reported blood glucose results of "40 mg/dl and 121 mg/dl" with the lifescan meter, performed within 10 mins of each other. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.